Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral angioplasty interventional procedure. Reportedly, the proglide device was flushed prior to use. After advancing the proglide device into the patient anatomy, there was no blood flow seen from the marker lumen. The proglide device was repositioned and blood flow was still not seen from the marker lumen. A second proglide device was used to achieve hemostasis. Manual adjunctive compression was applied for 10 minutes due to oozing. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.